Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sub total gastrectomy, the surgeon started the firing with clamping forceps. The surgeon noticed this event on the halfway of the firing, then removed the reload from the tissue. As the handle did not work, the reload was removed from the adapter. Reload was replaced by a new one and connected to the same handle and the procedure was completed with no problem. There was no patient injury.